Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation and the patient experienced cerebrovascular accident. Pvi (pulmonary vein isolation) treatment was performed with varipulse¿ bi-directional catheter. One day after the procedure, the patient was diagnosed with cerebral infarction on magnetic resonance imaging due to perioral (mouth corner) neurological impairment. The patient required extended hospitalization, the discharge date has not yet been determined. It was reported that the patient is concerned about the impairment around the corner of the mouth. Additional medication was administered for cerebral infarction. The symptoms were not resolved. It was reported that the unexpected acute ischemic stroke occurred presumably due to thromboembolism or air embolism, in a patient in whom no intracardiac thrombus had been identified. Aptt (activated partial thromboplastin time) was within the normal range. Although atherosclerosis was present (reported to be severe), it was not considered excessive for the age and background of the patient. The patient did not have a history of stroke. The procedure was performed using the varipulse plus with nominal settings. The number of ablation applications was limited (33 ablations were performed, all within the pulmonary veins), and there were no ineffective or ¿dry¿ applications. Each ablation was performed only after confirming that the activated clotting time (act) was =350 seconds. There was no evidence of char, thrombus or clot during the procedure. It was reported that it was unclear what additional precautions could have been taken. They have used varipulse¿ in approximately 100 cases since last year, and this event occurred in only one case, so it is considered within expectations. It was reported that "even if farawave had been used, a similar outcome might have occurred; this is not a zero risk procedure". Patient was in atrial fibrillation during ablation, and sinus rhythm after intracardiac defibrillation. One sheath and catheter were used for each exchange. No intracardiac thrombus had been identified. There was one transseptal puncture site. No ablation stacking occurred. Irrigation rate during the procedure was 4ml/min for prior to ablation, 30ml/min during ablation.